Manufacturer narrative:
The patient experienced the infusion of air on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced an infusion of air while performing apd therapy which caused shoulder pain. The air infusion was further described as ¿air transferred into the patient¿s body from the lines¿ (unknown cassette, no further detail). Subsequently, the patient was treated with heat application on the shoulder and hydrocodone for three days (dose, frequency and route were not reported). On an unreported date, the patient received a shot of hydrocortisone directly in the shoulder (dose unspecified). It was not reported if the patient was hospitalized for the event. The patient recovered from the shoulder pain after three days. At the time of this report, dianeal therapy was ongoing. No additional information is available.